Event description:
As reported by the end user on (B)(6) 2009, during a procedure, the 6 inch line with rotating adaptor of the four port manifold detached after a few injections of contrast. As reported, the case was completed with another of the same device and there were no pt complications noted. On nov 2, 2009, navilyst medical received a maude report. The event description is as follows: a 4 port manifold in use during cardiac catheterization and air bubbles detected in the coronary vessel after 3rd injection of contrast. F/u with the hosp's risk mgr indicated that the air was injected into the pt and was confirmed via fluoroscopy. Marked st changes were noted in the EKG which was resolved after the physician administered IV fluids and IV nitroglycerin. No further medical intervention was required and the pt has since been discharged.

Manufacturer narrative:
Additional lot # 1337755. The reported defective device has been returned for eval. The device analysis will be included in our investigation, and the results of the investigation provided in a f/u medwatch. (B)(4).